Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report with tandem technical support the customer had not addressed bg level. Reportedly, the customer cleared the alarm and disconnected at the site and confirmed that insulin was seen coming out of the tubing. Prior to the report with tandem technical support, the customer resumed insulin delivery therefore, no troubleshooting could be performed to determine a root cause.